Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot x2446 was returned. The expiration date on the label is 2024-jan-22. The tip protector is in place, as it should be. The needle is not bent. The port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and not reaching the cutting edge, stopping at approximately the center of the port. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle cannot be determined. This investigation is complete.

Event description:
The user facility in china reported a vitrectomy cutter was not cutting.

Manufacturer narrative:
The product was not returned so we were unable to investigate further for root cause. Manufacturing and sterilization records for bl5423wv, lot x2446 were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.